Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No evidence of short battery life was observed in the available black box data. During testing, the pump powered on properly with the returned battery cap. No damage was found to the pump casing or battery cap. Current draws measured within specifications. A battery life issue was not duplicated. The pump case was removed and evidence of moisture ingress was found inside. Unrelated to the complaint, the contrast keypad button was unresponsive, which has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under the contrast button contact.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.